Event description:
It was reported that the deep brain stimulation (dbs) patient experienced a brain bleed postoperatively from a surgical procedure and was therefore hospitalized in the intensive care unit (ICU). A computerized tomographic imaging was taken and the patient continues to be monitored. The patient was unresponsive for some time however, remains recovering in the hospital.

Manufacturer narrative:
The device was not returned as it remains implanted in the patient. As such, physical analysis was unable to be performed. However, it was confirmed the device met manufacturing specifications prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Review of the instructions for use (IFU) confirmed that intracranial hemorrhage is a known risk associated with use of dbs. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that the deep brain stimulation (dbs) patient experienced a brain bleed postoperatively from a surgical procedure and was therefore hospitalized in the intensive care unit (ICU). A computerized tomographic imaging was taken and the patient continues to be monitored. The patient was unresponsive for some time however, remains recovering in the hospital.